Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/21/2023. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned samples revealed that it was received one detached needle, a dispensed suture piece outside the packaging that pertain to product code px62. This product code is double-armed. In order to evaluate the conditions of the detached needle, the swage area and hole were noted with marks by a surgical instrument. In the hole was observed a suture piece. In addition, the suture piece was examined, and the end was noted to be cut probably caused by a surgical instrument. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. During the procedure, it was reported that pull off suture needle occurred during sewing in surgery. The needle fell into the patient¿s heart, and was finally found in pericardium and removed. The procedure was delayed for about 1 hour. The patient is currently stable. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any change in the patient¿s post-operative care due to the prolonged procedure? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient's post-operative care due to the prolonged procedure? The following information was obtained via: received information as following from sales rep via phone today. After investigation, the specific gender and age of the patient were unknown. On (B)(6) 2023, the patient underwent thoracoscopic tricuspid valve replacement in hospital. The surgeon used the px62h for sewing the heart valve in the way of interrupted suturing. The pull off suture needle occurred during the suturing. The detached needle fell into the patient's body. The surgeon immediately searched for the detached needle and found it. After removal, the integrity of the needle was checked. After confirming that there was no residual foreign body in the patient's body, a new suture (with unknown specific product information) was replaced for suturing. The subsequent operation went smoothly. This event caused no harm to the patient except that it prolonged the surgery time by about 1 hour. No subsequent adverse event reports were received a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.